Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a burst in the balloon material, 7mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm nc emerge® balloon catheter was advanced for dilation; however, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm nc emerge® balloon catheter was advanced for dilation; however, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.